Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during cranial resection procedure, the passive planar probe was flickering in and out of tracking. Representative replaced spheres on the probe but the geometric error was 0.7 and the instrument was tracking intermittently. Representative stated that the site was using old spheres and when the added spheres were the geometric error was appropriate. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.